Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after ablation, the radiologist spotted embolism in the patient's aorta and right atrium and also had pneumothorax on the right lung side.